Event description:
The reporter stated that the surgeon inserted a single piece silicone lens model aa4204vf into patient's eye without incident.however,the surgeon felt the patient's capsule bag was too weak to support a plate lens.the surgeon removed the lens wihtout enlarging the incision and replaced it with a three piece lens.there was no injury to the patient.the reporter stated that this lens was removed sue to the patient's weak capsule.